Event description:
It was reported that the system shut itself down after a procedure. Customer restarted the system and there was visible smoke. No patient involvement or injury was reported.

Manufacturer narrative:
Field service engineer (fse) visited the customer clinic on (B)(4) 2012, and the inspection revealed that the burn-damaged video circuit board was causing the reported issue. Fse replaced the video circuit board and the card cage, as well as readjusting the suction pressure and the hinge for monitor swing, and reported the machine as meeting amo specifications.